Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence, and the procedure was completed as planned without delay. The philips field service engineer (fse) went onsite and analyzed the system log files. The analysis identified multiple can node issues related to the collimator and control modules. The collimator and pdu control module were replaced; however, the issue persisted. The fse then replaced the flat detector controller system interface board (fdcsib), after which the system operated as intended. Further review of the system logs revealed errors for both ¿can/sscf communication¿ and ¿syscan can not operational.¿ the defective collimator was returned to philips for further analysis; however, the supplier¿s evaluation did not determine the root cause of the component failure. Following the replacements, the system was restored to proper working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not emit x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.